Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead insulation was damaged. The physician fixed the insulation and implanted the lead. The patient was stable.